Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k083689.

Event description:
According to the event description: "set to 500ml, the pump has delivered 250ml at this time and is zeroed out".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history files were read out and analyzed. The date given by the customer ((B)(6) 2025) was investigated. The therapy was performed on (B)(6) 2025 with a space line neutrapur and a setting of [...]. (B)(6) 2025, 13:00:56: new time set: 00:00. (B)(6) 2025, 13:00:56, new time set: 00:00, new rate set: 360 ml/h. (B)(6) 2025, 13:00:56, new time set: 00:15, hh:mm. (B)(6) 2025, 13:00:51, new vtbi set: 90 ml. Started and ended at 13:44:33. Vtbi near end: on, alarm the kvo then started with 3 ml/h, after which the infusion was stopped. 13:48:27 infusing off. And the device was reprogrammed with the following data: 13:48:37 infusing on. 13:48:37 new time set 00:00 hh:mm. 13:48:37 new rate set 681.8 ml/h. 13:48:37 new time set 00:44 hh:mm. 13:48:33 new vtbi set 500 ml. After restarting the infusomat space, an alarm occurred with 14:01:39: air rate alarm on. 14:01:38 air bubble alarm on up to this point, the pump had delivered 13.05.2025 ml. The therapy was continued and ended at 13:05:25, 14:36:08 with an infused volume of 590.09 ml.(B)(6) 2025, 14:36:08: infusing with rate 0 ml/h. (B)(6) 2025, 14:36:08: stop infusion. No abnormalities were found in the history log. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device showed age related signs of wear and tear, and no damages of the housing parts were found. As part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. During the functional investigation it was possible to detect, that the service plug was not always recognized by the pump. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,52 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The test was performed with the connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No damages could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.